Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the (B)(6). However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the (B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hold bj 6.2.22information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Customer stated that the insulin squirted out during manual prime. Customer stated that the drive support cap was loose or sticking out or flushed. No harm requiring medical intervention was reported. Troubleshooting was not performed, the customer will discontinue the use of device.